Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2 with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, three (3) afx limb stent grafts and one (1) afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure the physician determined there is a possible type 3b and 3a endoleak. A re-intervention was completed with the implant of an afx limb stent graft, an afx vela suprarenal and an afx2 bifurcated stent graft. Reportedly, during the procedure the main body was deployed with the appearance that there was zero wire wrap, but when the physician tried to deploy the contralateral limb, he could see that there was in fact wire wrap. The physician was unable to correct this issue and elected to perform an aorto-uni iliac (aui) with a femoral-femoral bypass. The physician then deployed the suprarenal extension and the right afx limb extension without further complication. The final patient status was reported as doing fine and recovering well.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, three (3) afx limb stent grafts and one (1) afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure the physician determined there is a possible type 3b and 3a endoleak. A re-intervention was completed with the implant of an afx limb stent graft, an afx vela suprarenal and an afx2 bifurcated stent graft. Reportedly, during the procedure the main body was deployed with the appearance that there was zero wire wrap, but when the physician tried to deploy the contralateral limb, he could see that there was in fact wire wrap. The physician was unable to correct this issue and elected to perform an aorto-uni iliac (aui) with a femoral-femoral bypass. The physician then deployed the suprarenal extension and the right afx limb extension without further complication. The final patient status was reported as doing fine and recovering well. Additional information: after further review, the initial report to patient ID (B)(6) was submitted with the wrong cfn/fei # 3008011247, which is not associated with the afx product line. Therefore, a corrective initial/final report will be submitted for patient ID (B)(6) with the appropriate cfn/fei # 2031527. Please see MFR. Report #2031527-2022-00278

Manufacturer narrative:
After further review, the initial report to patient ID (B)(6) was submitted with the wrong cfn/fei # 3008011247, which is not associated with the afx product line. Therefore, a corrective initial/final report will be submitted for patient ID (B)(6) with the appropriate cfn/fei # 2031527. Please see MFR. Report #2031527-2022-00278. This event per MFR. Report # is thus no longer reportable.